Event description:
The customer reported that the device gets a humming noise when it is on ac power. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Customer evaluated device.